Event description:
It was reported that the workstations left monitor on the 9800 system intermittently goes black and displays no fluoro image. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.